Manufacturer narrative:
Evaluated five open/used reservoir; performed pre-fill test to reservoirs using a new lab transfer guards and no air bubbles, no occluded and no leakage were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles noted. Also inspected reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test followed by reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into pump. Conclusion: reservoirs no air bubbles, no occluded and no leaks.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose, 483mg/dl. The customer treated with insulin pen. The customer has mentioned that she had difficulties with the pump. The customer's blood glucose has been fluctuating between 252mg/dl -483mg/dl. Customer mentioned that she fell and broke her ankle and at this time her blood glucose was low 29mg/dl. Assisted customer with rewinding pump and said mall fill reached, she did not see drops. Then, the customer was able to successfully fill reservoir. The customer was advised to monitor blood glucose.